Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was explanted due to infection. The infection source was noted to be vegetation on the right ventricular (rv) lead. Cultures were taken and the organism was identified as (B)(6). The patient was treated with antibiotics. The ICD system was not replaced. No further patient complications have been reported as a result of this event.